Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an other drug at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported that the hcp had a very hard time locating the refill port. Lateral images were emailed to the representative for reference as the hcp was looking at the pump via lateral view. The representative thought they were just confirming placement. Additional information was received on 2017-feb-17. The pump was visualized under fluoroscopy and determined that it was flipped. The pump was manually flipped, so the refill could be performed. The patient would require surgical intervention at a future date, but it was not scheduled at this time. More information was received on 2017-feb-20. There were no symptoms related to the event.

Event description:
Information was received from a consumer (con) via a manufacturer's representative (rep) on (B)(6) 2017. It was reported by the patient that they had difficulty at refills, movement in the pocket and symptom return. It was unknown what if any patient/environmental/external factors may have led or contributed to the issue. It was unknown to the patient what diagnostics/troubleshooting was performed. As an action/intervention the pocket was revised, the pump was replaced and the pump connector was prophylactically replaced. The issue was resolved at the time of this report. The patent reported that the pump had previously flipped and moved in the pocked and the patient presented for pocket revision. The patient complained of the pump "not working" and the pump was replaced. The patient's status was "alive- no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.